Event description:
Last week the rep was called to do a device check on the patient after another alert for a low shock impedance (<25 ohms) came through. This had occurred multiple times over the past year. Upon interrogation, shock impedances were within normal range, however, when he was on his side the rep was able to replicate the low impedances (<25 ohms). They reprogrammed the vector from rv/svc coil-can to rv coil-can and, again, ran impedance testing multiple times and were not able to replicate the low shock impedances, all were within normal ranges of 72-75 ohms. The physician decided to recheck the patient on (B)(6) 2015 for dft's in the cath lab to confirm the functionality of the new shock vector. A 1j shock test was done to confirm shock impedance, which was 94 ohms. Then a shock on t induction of vf was performed with the device programmed to deliver a 40 j shock, which was successful on first induction. Charge time was 11.8 seconds with a shock impedance of 72 ohms. The physician was pleased with the results of the testing and the decision made to just observe the lead functionality with daily home monitoring since all device-based testing was all within normal parameters. Lead images show evidence of a cable outside the lead body.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.